Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. However, a secondary issue was noted; the meter was found to have produced results below the acceptable range. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow up #2. Supplemental sent in part to correct information within follow up #1. Extraneous information included unintentionally. The test strips passed testing, the reported issue was not confirmed. An additional evaluation code of (B)(4) was added incorrectly and should be absent . The date device returned to manufacture should read 4/6/2016.

Manufacturer narrative:
Follow up #3 this supplemental is being sent to correct information that was submitted previously within the corrected data narrative of follow up #2. The narrative should have read: extraneous information included unintentionally. There was no secondary issue found when the test strips were tested and the (B)(4). The date device returned to manufacture should read 4/6/2016.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began five months prior to contacting lifescan. The patient reported obtaining a blood glucose reading of 120mg/dl on the subject meter and 102mg/dl on an accuchek meter, obtained within 30 minutes of each other. Based on statistical methodology, these results meet lifescan's criteria for accuracy. The patient does not currently take any medication for their diabetes. The patient reported that one month after the alleged issue began they "passed out" and were taken to hospital. The patient reported that they were treated with dextrose by an hcp. The patient reported obtaining a blood glucose reading of 60mg/dl on the hospital meter. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient became hypoglycemic and required treatment from an hcp after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.